Manufacturer narrative:
On 22-jan-20245, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and excessive charring occurred. It was initially reported by the customer that during the procedure, charring occurred. The costumer stated, that after an ablation with a qdot micro, the catheter was removed from the patient and charring was observed on the catheter tip. The patient didn¿t experience an adverse event. Char is not MDR reportable since the presence of char does not, by itself, represent a serious injury nor is it necessarily the result of a device malfunction. On 18-dec-2024, additional information was received indicating the amount of char was classified as a risk by the physician. Activated clotting time (act) practice was maintained throughout the case. Normal heparinized saline was used. There were no issues related to temperature and flow on the catheter noticed. Based on this information, the event was reassessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and excessive charring occurred. It was initially reported by the customer that during the procedure, charring occurred. The costumer stated, that after an ablation with a qdot micro, the catheter was removed from the patient and charring was observed on the catheter tip. The patient didn¿t experience an adverse event. On 18-dec-2024, additional information was received indicating the amount of char was classified as a risk by the physician. Based on this information, the event was reassessed as MDR reportable. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot and char issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).